Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause listed in CAPA : the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology . It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided.. The cca ca card and brown electrical wire terminal, shows signs of electrical stress. The module and circuit card were replaced. The 2k preventive maintenance corrected the reported issues and is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while evaluating the arctic sun device, the cca ca card and brown electrical wire terminal indicated the signs of electrical stress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while evaluating the arctic sun device, the cca ca card and brown electrical wire terminal, indicated signs of electrical stress.